Event description:
Rptr experienced swelling of eyes, rash, coughing, and respiratory problems including asthma attacks. Has also experienced chest pain and admission to ICU. User is being treated with allergic, slovent, inhaler and cipipen, has had to file workman's comp. Facility has not done much to protect pt's or staff from latex allergy issues and has created a hostile environment for staff attempting to address the issue.